Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) did not alarm v-tach when the staff thought it should have.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) did not alarm v-tach when the staff thought it should have. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.